Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue (broken light adapter post). The outer tube was bent and the light guide post was broken off. In addition, there were broken fibers and dents on the distal edge, there was a broken lens in the optical system, and there were scratches on the eyepiece funnel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the light adapter post was broken off. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the light adapter post broke due to excessive use. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.